Event description:
A philips field service engineer found a battery was intermittently detected during preventative maintenance. There was no patient involvement.

Manufacturer narrative:
(B)(4). A philips field service engineer found a battery was intermittently detected during preventative maintenance. There was no patient involvement. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.